Event description:
It was reported that the patient presented for a routine device clinic check. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in inappropriate high ventricular rate. The noise was reproducible with upper body movement. No intervention was performed; the physician will continue to monitor. The patient was in stable condition.